Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided, device manufacturer date number unknown / not provided. Device not returned,

Event description:
It was reported that the healing abutment would not seat in the implant. They were able complete the procedure with another healing abutment. Tooth location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 3.5x5.5, 3mm (hc353) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer did not claim any issues with unknown biomet implant, as the procedure completed with another healing abutment. No further investigation will be conducted.pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the devices was the same day. Pictures were not provided. Appropriate documentation was removed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc353) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up"